Manufacturer narrative:
Evaluation summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to a malfunction. The issue was later clarified as I intermittent low pacing impedance. No patient complications have been reported as a result of this event.